Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during use of the device. The stapler was not able to fire. There were no difficulties loading or unlading the device. The surgeon was able to press the green firing button but could not squeeze the handle. No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, while applying the device to lung tissue, the stapler was not able to fire. There were no difficulties loading or unloading the device. The surgeon was able to press the green firing button but could not squeeze the handle. No patient involved.